Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this insertable cardiac monitor (icm) migrated from its implant position. Consequently, the device was explanted and replaced with a new one. No additional adverse patient effects were reported. At this time, it is unknown if the product will be returned or not for analysis.